Manufacturer narrative:
Vyaire medical file identification: (B)(4). A third party service technician evaluated the ventilator and found issue with solenoid. As a resolution, vyaire medical replaced peep solenoid with mount.

Event description:
The customer reported ltv 1200 peep solenoid operation unstable. At this time, there is no information regarding patient involvement associated with the reported event.